Manufacturer narrative:
Manufacture date: oct 23, 2008.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for generator change out. The right atrial lead exhibited high capture thresholds. The lead was capped and replaced successfully. The patient was doing well, and would continue to be monitored.